Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. Customer was unable to self-treat and required third-party administration of "2 pieces of sugar" for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" message and was unable to obtain readings. Customer was unable to self-treat and required third-party administration of "2 pieces of sugar" for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the returned sensor patch. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination) with a brownout reset event internally logged (event 21) due to a temporary drop in the source voltage. Visual inspection was performed on the sensor plug and no failure modes were observed. The returned sensor was sent for further investigation and de-cased. Visual inspection was performed on the pcba (printed circuit board assembly) and no issue observed. The battery was measured, and the results were within specification. Therefore, this issue is confirmed to brownout reset. All pertinent information available to abbott diabetes care has been submitted.